Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the jag precursor guide wire tip disintegrated. As the guide wire was advanced for the procedure, the metal tip reportedly disintegrated exposing the metal guide wire. The physician removed the wire from the pt and completed the procedure with another of the same device. The pt was reported to be stable post procedure with no complications. It is unk if a fragment of the device remained in the pt. Add'l info has been requested, but has not been received at the time of this report.